Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Procedure: whipple. According to the reporter: bleeding was noted during surgery which was treated with suture. Bleeding was noted four days after the surgery and the pt was transfused. Bleeding was treated with clip application using an endoscope. Bleeding was reported as through the middle of the staple line.